Event description:
Patient developed a pulmonary embolism following interbody fusion surgery at l4-l5 and l5-s1 for lumbar degenerative disc disease. CT/venogram showed interbody implant positioned outside of disc space adjacent to the right iliac vein. Subsequent surgery via ventral approach to remove the implant was initiated but aborted due to the presence of a large retroperitoneal hematoma. A venous basket was placed in the vena cava.

Manufacturer narrative:
Based upon review of CT images first seen by the manufacturer in 2007, the mesh intended for l5-s1 was placed entirely outside the disc space and apparently in contact with the right iliac vein. The implant has not been removed. The CT images do not suggest device failure.